Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the touch screen timed out faster than expected. Reportedly the customer had an alternate pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged touchscreen issue could not be verified.